Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with a blood glucose value of 400 mg/dl and experienced hypoglycemia with a blood glucose value of 78 mg/dl. The customer also reported critical pump error. The customer treated hyperglycemia through manual injection. The event involved product(s) unk_reservoir, unomedical, unk_adcsensor, mmt-1884, mmt-6102. Troubleshooting was not performed for critical pump error and confirmed that the pump did not show any signs of physical damage. Troubleshooting was not performed for hyperglycemia and hypoglycemia. It was unknown if the customer was using insulin pump within 48 hours of reported event. It was unknown if the customer was not using auto mode/ smart guard feature at the time of reported event. No further patient complication was reported. The customer will discontinue the use of pump. No product return is required for unk_reservoir, unomedical, unk_adcsensor. Product mmt-1884 will be returned. Product return is not applicable for non physical device mmt-6102.